Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have the main tube broken. Fragments were missing and not returned with the instrument. Components adjacent to this broken main tube do not show damage. The accessory was returned attached to instrument. The instrument was returned with the cannula still attached. There was no damage to the cannula. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument broke inside the arm. The procedure was completed with no reported injury.